Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had pump error alarms. Customer's blood glucose value was 112 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Advised to perform a self test was test passed. Customer will not return device for analysis.